Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
(B)(6). It was reported that during routine maintenance, the cardiosave intra-aortic balloon pump (iabp) can not be turned on. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found equipment was unable to turn on due to the disconnection of the host. The on-site processing equipment has been restored to normal. All functional checks of the equipment were carried out according to factory requirements. All functional test parameters were within the qualified range and can be delivered to customers for use.